Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 6:00 am, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. On (B) (6) 2010 at 7:30 am, the patient experienced the symptom of sweating. Afterwards, the patient received the treatment of fifteen units insulin, type not known; he did not seek any medical attention. On (B) (6) 2010 at 6:00 am, the patient borrowed a friend's meter and obtained a reading of 250 mg/dl. The patient manages his diabetes with insulin. Troubleshooting revealed the meter's battery did not need to be replaced. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.